Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the position motion controller was not responding. The position motion controller and the ground wire on the generator bellow cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported there was an ¿ias will not initialize¿ error during system startup. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no issue with the pos mot ctrl namp. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.